Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and incurred additional medical treatment and procedures. According to the physician¿s office, the patient followed-up in (B)(6) 2013 and reported lower abdominal pain and incontinence. The physician prescribed toviaz for the incontinence and lyrica for the pain. The patient was last seen in (B)(6) 2013 and was feeling better. According to the patient, the toviaz caused dizziness. The patient requested medication for bladder spasms. The physician prescribed urispas to replace the toviaz. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.